Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a resolute onyx rx drug eluting stent to treat a severely calcified rca lesion. No damage was noted to device packaging and no issues removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues noted. There were no abnormalities in relation to anatomy. The lesion was pre-dilated. The device was not kinked and restraightened during use. During the procedure, the device did not pass through a previously deployed stent. No excessive force was used during delivery. It was reported that the device would not cross the lesion, therefore it was removed to allow for further pre-dilation the lesion site. It was noted upon removal of the stent that a strut was flared. No portion of the device remains in the patient. The procedure was completed using a non-medtronic device. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 16th distal stent wraps with struts raised. Slight deformation was evident to the distal tip - a kink was visible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: three images were received, one of shelf carton and two of the stent. Image of shelf carton, indicates no damage was evident to the carton. Images of the stent received indicate stent deformation was evident, with struts appearing raised. If information is provided in the future, a supplemental report will be issued.